Event description:
It was reported that the patient's right ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received and analyzed. There were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked and buckled. The outer insulation breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The lead was stretched and had apparent explant damage.